Event description:
Spacelabs received a report that an anesthesia vaporizer was set to deliver 5% but instead delivered 1.75%.

Manufacturer narrative:
Spacelabs asked our customer, (B)(6), through our distributor, (B)(4), to return the device to our facility for a failure analysis, but the request was not fulfilled. Instead, the end user, which had been loaned the device by (B)(6), sent the device to abbott's service provider ((B)(4)) for investigation. We received an investigation report from (B)(4) stating that the vaporizer was operating to specification. Spacelabs healthcare does not have an affiliation with (B)(4) and cannot endorse their findings. We are unable to conduct a failure analysis as the sample has been investigated by a third party. We have closed our investigation due to insufficient information. This report is considered final and the issue is closed.

Manufacturer narrative:
Spacelabs is waiting to receive the subject device to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that an anesthesia vaporizer was set to deliver 5% but instead delivered 1.75%.